Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error. The customer¿s blood glucose level was 256 mg/dl and treated it with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.